Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs0060 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the catheter was placed and 2 days later, the PICC nurse was flushing the line and found large amounts of clear fluid leaking. New catheter was placed. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to the sample condition. One 5 fr d/l powerpicc solo was returned for investigation. A functional test revealed that the catheter was patent to infusion, but no leaks were observed in the returned catheter. The catheter extended 7.5mm beyond the 18cm depth mark. The cross section at the distal end of the returned catheter revealed a glossy and striated surface, which is indicative of a cut made with a sharp instrument. The product IFU indicates that the piccs should not be trimmed shorter than 30cm. It was unknown if a damaged portion of the catheter was trimmed away before it was returned for investigation. It was unknown if any complications associated with the clinical setting affected the functional performance of the returned device. At this time, since no leak could be reproduced on the returned device and based on the evidence provided with the returned sample, it is unknown what caused the leak observed by the complainant. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the facility that the catheter was placed and 2 days later the PICC nurse was flushing the line and found large amounts of clear fluid leaking. New catheter was placed. No patient injury was reported.